Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the orthopedic journal of sports medicine titled ¿outcomes of glenoid labral repair using all-suture anchors¿. The study reviewed thirty-nine (39) patients who underwent shoulder procedures using arthrex fibertak devices. One (1) patient was documented to have had glenohumeral instability resulting in a re-dislocated shoulder during the twenty (20) month follow-up period. Ref: tross, a.-k., et al. (2020). "Short-term outcomes after knotless all-suture anchor bankart repair." Obere extremital 16(1): 27-33.